Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the nurse had to change out temperature sensing foley catheter that was the patient temperature input for therapy. The device alerted patient temperature probe out of range or not detected. They replaced temperature sensing foley, and the device was still alerting, but no message on screen. Mis had nurse to press stop therapy and drain pads. The device powered device off and back on and continued current patient therapy. Then the flow rate stabilized at 3.4 l/m.

Event description:
It was reported that the nurse had to change out temperature sensing foley catheter that was the patient temperature input for therapy. The device alerted patient temperature probe out of range or not detected. They replaced temperature sensing foley, and the device was still alerting, but no message on screen. Mis had nurse to press stop therapy and drain pads. The device powered device off and back on and continued current patient therapy. Then the flow rate stabilized at 3.4 l/m.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned for evaluation. A potential root cause for this failure could be due to "sensor wire too weak / thermistor wire too weak". It was unknown whether the device had met specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The DHR review that cannot be completed due to no lot number. The product catalog number and lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned.